Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (germany) the patient experienced ineffective stimulation as the patient was unable to increase amplitude. System diagnostics determined high impedances on the lead. X-rays revealed the lead was broken. Surgical intervention was taken wherein the lead was explanted and replaced which resolved the issue.